Event description:
Customer reports the use by date on the test strip vial of the sensor comfort system as 5/30/2008. Manufacturer's database and batch record confirmed the actual use by date to be 03/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.